Event description:
The customer reported two cases of endophthalmitis in patients who were operated on the same day in 2007. The endophthalmitis was diagnosed on six days later. It was characterized by a painless eye, tyndall (vitreous) with hypopyon. This report is for the third of three patients operated on that day. The patient received an intravitreous injection of fortum (ceftazidime) and vancomycin. The patient also received an intravenous injection of tienam and another medication. The results of the vitreous culture were negative. As of the following month, the patient's eye was calm and the retina was fine. Visual acuity was 1/10 after silicone ablation. Prescribed post-op treatment was oflocet, tobradex, homatropine. The customer claimed that these cases occurred sequentially to a system service performed on three weeks prior to original date, in which a cassette mechanism was changed. The surgeon believes that the system is not closed, and that he observed bubbles in the system. Reusable materials were sterilized with central sterilization. The customer also reported that three cases were cancelled. Reference MDR # 2028159-2007-00419 for the first reported patient event.

Manufacturer narrative:
The company service representative examined the system and found that it met specifications. The cassette mechanism was checked and no bubbles were found. The system was subsequently used within days after the reported surgery, without incident.